Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low-level failures alarm confirmed in insulin pump history due to broken trace at pin 1 on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 190 mg/dl. Customer stated that they ran the self test today and got pump error alarm then after rewinding and loading the pump she ran another self test and got another pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.